Event description:
Hold for ek 5/11/26 it was reported the patient's blood glucose level rose to 16.7 mmol/l (300 mg/dl) while wearing the pod between 49 and 71 hours. While wearing the pod it was found that the pod's cannula had dislodged from the infusion site (leg). It was also reported that the patient observed localized skin inflammation (redness), swelling, bruising-like discoloration, and minor insulin leakage at the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.